Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (back) while wearing the device between 36 and 48 hours. Upon removal of the pod from the insertion site the patient reports the site was hard. The patient reports their blood glucose level had gone over 400 mg/dl. As treatment, for high blood glucose levels the patient administered insulin. In addition the patient reports their blood glucose level had also decreased to 30 mg/dl. As treatment, the patient had eaten to increase their blood glucose levels. The patient went to their health care professional (hcp). The patient was diagnosed with an infection at the pod infusion site. The patient was prescribed an antibiotic to be taken once time daily for 7 days. The patient applied a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.